Event description:
It was reported that inappropriate therapy was delivered when patient was in svt. The rhythm was diagnosed as vt. Programming changes were made. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.